Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), a long posterior leaflet measured at 18mm, and a short grasping zone on the anterior leaflet for a mitraclip procedure. Upon deployment of the first implanted clip, it was immediately noted that a leaflet detachment from the posterior leaflet occurred. An additional clip was implanted to stabilize the single leaflet device attachment (slda). The mr was reduced to grade 2-3. The patient remained hemodynamically stable throughout the procedure and was admitted to progressive care unit (pcu) post procedure for overnight monitoring. There were no adverse patient sequelae and the patient did not require prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.